Manufacturer narrative:
Insulin pump was received with case broken into pieces without electronic assembly, lcd or motor. Unable to perform functional testings due to broken pump.

Event description:
Customer called to report the insulin pump was ran over by a lawn mower when the belt clip cracked. Blood glucose reading was 480 mg/dl. The insulin pump was broken into pieces. Advised that the insulin pump will be replaced. Nothing further reported.